Manufacturer narrative:
E1: initial reporter address: no.1,(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had no cap (pull ring) on the drain line. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the drain line cap was found missing. Functional test including self-test and priming was performed and no abnormality was observed. An underwater pressure test was also performed with no issued noted. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.